Event description:
On (B)(6) 2012, the customer requested equipment maintenance. On (B)(6) 2012, symptom data was received. The philips field service engineer (fse) reported that the device failed to power up when powered by battery only, which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4), the customer requested equipment maintenance. On (B)(4) 2012, symptom data was received. The philips field service engineer (fse) reported that the device failed to power up when powered by battery only, which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. Based on this new info this complaint will be reported. The fse isolated the cause of this malfunction to have been the m3516a battery. The customer has been advised to replace the battery to resolve this issue.